Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a device not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.2 not detected on bus. A field service engineer (fse) attempted to recover the drawer, but it remained stuck on the recovery screen. Upon inspection, the drawer controller board had no lights, so the fse postponed service for parts. Later, the customer rebooted the station, which resolved the issue. The drawer inventoried successfully, with all pockets opening normally. The fse also logged into the hardware test application and verified all qb pockets opened. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.